Event description:
It was reported the patient experienced ineffective stimulation and her scs system was auto-reducing. The sjm representative met with the patient, however reprogramming was unable to provide effective coverage. Surgical intervention was planned due to a possible lead fracture. Follow-up information indicated surgical intervention was undertaken on (B)(6) 2015 and the patient's lead was explanted and replaced and stimulation was restored.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.